Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer was not precleaning the subject device scopes. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not precleaning the subject device scopes. No patient infections or injuries reported.

Manufacturer narrative:
Update: h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit; they are as follows: the facility was not precleaning scopes as outlined in the olympus reprocessing manual. The root cause of the issue was traced to the user not following the manufacturer's instructions for use. The ess provided a reprocessing in-service or reprocessing training to the user facility staff and provided the user facility staff reprocessing training materials for their reference. The event can be prevented by following the instructions for use which state: proper reprocessing is required both before and after each use. Failure to adhere to these guidelines may compromise device performance and patient safety; reprocessing manual (pages 2 and 4). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.